Event description:
The attending physician was working with a fellow physician doing an access with a short sheath venogram through a 4fr flush catheter. No resistance met at beginning of procedure. The fellow physician put the sheath and dilator through femoral vein. The dilator was removed and the filter was put in. While advancing when the 45 degree angle was reached, the physician met resistance, pushed a little harder and filter penetrated the wall of the sheath and lodged in the patient's soft tissue. At this point, the attending physician did a miniature cut down and removed the device. When the physician removed the device, it was noted the device was kinked. The procedure was completed with another ivc filter. At the time of this report, the patient was confirmed to be doing okay.

Manufacturer narrative:
(B)(4). No product has been available for investigation. However, one image shows the kinked sheath is pulled out from the patient and the filter has perforated the sheath. No indication that product was not manufactured according to specifications and no other complaint received on that lot number. Most likely the kink is caused by excessive force. Under normal conditions, the sheath is strong enough to accomplish the procedure. However, it is seen before that the sheath may kink if exposed to extensive force and the filter may be prone to exceed the sheath wall if the introducer system is advanced through a kinked sheath. Instruction for use, chapter warnings, section filter placement says "excessive force should not be used to place filter." William cook (B)(4) will continue to monitor for similar events. Nothing further is initiated at this time.